Event description:
It was reported that the patient presented to clinic after receiving multiple inappropriate shocks. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.